Event description:
Patient initially reported that his second battery would not power up the wcd system after charging to 100%, then stated the first battery is also not powering up the wcd system. Tried to power cycle the wcd with both batteries and patient stated it would not go pass the boot up phase. Wcd role in the event is pending evaluation of to-be-returned device.